Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Subject device is currently in the evaluation process.

Event description:
Patient was implanted with a construct from t3-l2. Eleven months post implant patient was returned to the or to extend the construct from l2 to the pelvis due to curvature of patient's spine. Post operatively, patient complained of pain and 'clicking' and follow-up x-ray taken showed the rods had slipped out of the pelvic and sacral screws. Patient was returned to the or for removal of pangea screws from pelvis, sacrum and l4. Surgeon replaced all the lower hardware with uss screws and short rods. This report is #10 of 10 for this event.